Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, there were episodes of oversensing on the right ventricular channel. The oversensing could not be reproduced and the patient was monitored via merlin.net. The patient was stable.